Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and found followings; the distal end insulation test has failed. The angulation did not meet specification. The remote switch 1 cover has cut. The adhesive of the bending section had deterioration and separation. The channel tube had a scratch. The air/water cylinder and the suction cylinder were deformed. The connecting tube was deformed. The endoscope connector was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as the results of multiple microbiological testing for positive by the user facility, following microbes were detected in the sample collected from the subject device as follows; [first time; (B)(6) 2021]: pseudomonas aeruginosa < 10 cfu; staphylococcus haemolyticus < 10 cfu; micrococcus luteus < 10 cfu. [Second time; (B)(6) 2021]: micrococcus sp. < 10 cfu (probable contamination). [Third time; (B)(6) 2021]: pseudomonas aeruginosa < 10 cfu. [Forth time; (B)(6) 2021]: pseudomonas aeruginosa 10-100 cfu. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.